Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found during an interventional treatment for congenital heart disease. The patient was transferred to another device to complete the procedure. There was no harm or injury reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to perform exposure. Upon functional testing, the fse found that the cooling oil leakage at cooling hose couple in the c-arm side and confirmed that the oil leakage caused the reported problem. To resolve the issue, fse cut the leaking hose and reinstalled the coupler. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an interventional treatment for congenital heart disease, the system did not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint. The complaint device 722280 is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found during an interventional treatment for congenital heart disease. The patient was transferred to another device to complete the procedure. There was no harm or injury reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to perform exposure. Upon functional testing, the fse found that the cooling oil leakage at cooling hose couple in the c-arm side and confirmed that the oil leakage caused the reported problem. To resolve the issue, fse cut the leaking hose and reinstalled the coupler. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, reporting institution name and the reporting address line 1 have been updated.